Event description:
It was reported that the surgeon had difficulty locking the setscrews into the screw heads. The surgeon changed the screws and setscrews and completed the case with no further complications. No patient complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine the definitive cause of the reported event.